Event description:
It was reported to medtronic minimed that the customer noticed a blank display after the insulin pump was exposed to water, resulting in moisture exposure, unresponsive buttons, and a crack on the screen or display window cover and the belt clip rail. The customer also reported that the minutes did not change on the time display. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed for display issue and customer stated that the battery cap contacts and battery compartment and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. Troubleshooting was performed for moisture damage. The customer reported that the pump had been exposed to moisture, but there was no visible fluid inside the pump. The pump did not pass the self-test. Troubleshooting was performed for a stuck button alarm. The customer reported the buttons were not responsive after a keypad anomaly and/or a stuck button alarm. The pump had not been exposed to an altitude change. Troubleshooting was performed for cosmetic damage, and the customer reported that the cosmetic damage affected the pump¿s functionality. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. No blank display noted. Unable to verify unresponsive keypad due to flashing mdt logo. Unable to verify date/time anomaly. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, cracked battery tube threads, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. No blank display noted. Unable to confirm unresponsive keypad due to flashing mdt logo. Unable to confirm date/time anomaly. Damage to the belt clip rails was confirmed. Missing lcd window cover display was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.